Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of separation other component - no leak , could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 20109009 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. (B)(4).

Event description:
It was reported that a as lvp 20d 3ss cv experienced leaks and component separation during use. The following was reported by the initial reporter: "description of complaint: it was reported that there were 2 product failures. Event #1 - the first failure was of a hole in the tubing that resulted in a leak. Event #2 - the second failure reports tubing was pulled apart at the rubber area that goes into the alaris pump. Verbatim detailed description .... . Hole in the tubing sprayed out . Tubing pulled apart at the rubber area that goes into the alaris pump."